Manufacturer narrative:
(B)(4). D10: item# 110031402; lot# 67478274. Item# 110031427; lot# 67432885. Item# 110030776; lot# 67098431. G2: foreign - event occurred in australia. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a shoulder revision approximately one (1) week post-implantation due to disassociation. A new glenosphere taper was implanted, and humeral implants were only exchanged with no reported failure. Attempts have been made and no further information has been provided.